Event description:
It was reported that during a craniotomy surgical procedure the attachment device was "running hot". The reporter also stated that the "cutter device was stuck". The planned surgical procedure was completed successfully without delay as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The reported condition was confirmed. A functional assessment was performed and the device was found to exceed the temperature specification. This is due to normal wearout of the bearings. If additional information should become available, a supplemental medwatch report will be sent accordingly.